Manufacturer narrative:
Additional information: d10. Analysis found that a partial lead (only distal portion) was returned in one piece measuring 48.8 cm. External insulation abrasion was noted at 41.2 ¿ 41.3 cm from the distal tip consistent with friction to device can.. The cause of the noise was due to the external insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-16915. It was reported that the patient presented for a right ventricular (rv) lead extraction. Prior to the procedure, during in clinic follow-ups, the rv lead exhibited noise, which was reproducible with isometrics. During the procedure, when the rv lead was being removed, the atrial lead became dislodged. Both leads were explanted; the rv lead was replaced while the physician opted to not replace the atrial lead as the patient had chronic atrial fibrillation. The patient was in stable condition throughout.